Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer claimed a patient had "false positive" results for elecsys ft3 iii and elecsys anti-tshr immunoassay where the results from a centaur analyzer were "negative". Of the data provided for multiple thyroid assays, only the results for ft3, anti-tshr, tsh, ft4, and anti-tpo were discrepant. All medwatches for this event include patient identifiers (B)(6). The results from the cobas 6000 e 601 module were: tsh: 80.4 mu/l, ft4: 14.4 pmol/l, ft3: 12.5 pmol/l, anti-tpo: >600 ku/l, anti-tg: 3732 ku/l, anti-tshr: 6.8 u/l. The results from the centaur analyzer were: tsh: >150 mu/l (range 0.35 - 5.50), ft4: 0.32 ng/dl (range 0.83 - 1.43) and 4.13 pmol/l (range 10.7 - 18.4), ft3: 2.10 pg/ml (range 3.00 - 4.70) and 3.23 pmol/l (range 4.62 - 7.24), atpo(anti-thyroid peroxidase): 1986 u/ml (range < 60.0), tsi (thyroid stimulating immunoglobulin): 0.10 iu/l (range < 0.55). Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The serial number of the cobas 6000 e 601 module was requested but was not provided.

Manufacturer narrative:
Further investigation could not determine a specific cause for the discrepancy. The most likely reason for the mathematical differences in the results between the analyzers is related to the different setups of the assays.